Event description:
The holter analysis system prints strips of holter ECG. Waveforms are displayed correctly; but on the analysis report from which a diagnosis is being made the waveforms are compressed to the point of eliminating the p-wave of the waveform. The p-wave is vital for diagnosing av block. Del mar has attempted to correct the problem stating that the compression of the wave forms was caused by the monitor resolution. A new computer monitor was installed. This did not help the problem. They say they are consulting their engineering section to try to find a software solution. This has been an ongoing issue with their software since its purchase in march of 2006. Follow up reveals: the manufacturer has given the facility a solution deadline of september 31st.